Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation change with posture. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted. The explanted ipg will not be returned.